Manufacturer narrative:
Internal file number: (B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no similar incidents reported from this lot. All available information was investigated and the reported mechanical issue (clip open - efaa) was due to user technique/procedural circumstances. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
Device codes: 2017 labeled. Internal file number: (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. Device code 2017 applied for overturning the arm positioner. In this incident the new user accidently over turned the arm positioner and the clip opened while locked. Per instructions for use (IFU), do not turn the arm positioner more than 1/2 turn in the open direction once initial resistance is felt to prevent device deployment. All available information was reviewed and the reported improper or incorrect procedure - failure to follow steps/instructions was due to user deviating from the IFU. The reported mechanical issue (clip open - establishing final arm angle) was due to user error. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The clip remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This report is being filed as the clip opened while locked. It was reported that the patient presented with degenerative mitral regurgitation (mr) grade 4. During clip deployment and while establishing final arm angle (efaa), an inexperienced operator accidently over-turned the arm positioner and the clip opened while locked. Faa was successfully re-established. This same clip was implanted, stable and well seated at the intended area. No other clips were implanted and the mr had been reduced to grade 1. There were no adverse patient effects and there was no clinically significant delay. No additional information was provided regarding this issue.